Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. An initial report was previously submitted to FDA on 11/01/2007; however due to emdr submission issue related to the supplemental report, this is being filed again as an initial report. A copy of the initial report from 11/01/2007 MDR # 2124215-2007-28227 is attached.

Event description:
Additional information received indicates this right ventricular (rv) lead exhibited high thresholds and was surgically abandoned during a device replacement procedure. No adverse patient effects were reported.